Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was returned in fallback. Magnet application found no tones. The device was in reset.